Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a faulty mpu producing a continuous alarm, was not observed or duplicated when the returned unit was evaluated. The mpu was evaluated by technical service. No issues were found when the unit was checked. The unit was functionally tested and returned to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a continuous alarm on (B)(6) 2019 while connected to the mobile power unit (mpu) and while getting up. The mpu was plugged in and showed a green circle, however no alarm observed on system controller. The alarms stopped when the cable was moved. The patient decided to place himself on battery and reconnected and no alarms observed. Mpu was exchanged and will be sent back for evaluation. No additional information provided.